Event description:
It is reported that the patient received one endeavor sprint 2.50 x 18 mm drug-eluting stent in the obtuse marginal. Approximately 58 months post index procedure the patient suffered a mi in the lcx vessel. A revascularization was performed the following day as treatment. Investigator indicated that the event was not related to the study device.

Event description:
The mi which occurred one day post staged procedure is reported as not related to the study device. The patient is reported to have recovered. Patient is reported to have recovered following the mi which occurred 58.5 months post index procedure.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (myocardial infarction). Evaluation conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).

Event description:
Patient had elevated troponins (possible mi) one day post staged procedure.

Manufacturer narrative:
Results and conclusions: (myocardial infarction). (B)(4).